Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/08/2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that there was damage to the battery compartment. The reporter also stated that the battery cap would not attach. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was cracked left of the bumper pad and below the bumper pad. Additionally, the battery compartment threads were damaged. The battery cap was noted to be undamaged.